Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned segments was performed. The terminal segment, and the tip segment were returned and a mid-body portion of the lead appeared to be missing. Visual inspection revealed insulation abrasion approximately 151 to 153 mm from the terminal pin. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. Cuts and puncture holes were also noted in the insulation. The reported noise and oversensing was likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
It was reported that this lead was sent to pathology with a product return kit with expectations that it would be returned.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise and oversensing which resulted in inappropriate mode switch episodes. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.